Event description:
A customer observed negatively biased valp results for a pt sample on the 5,1 fs analyzer. The biased result was reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into the event showed that the biased results were obtained using an atypical calibration. The customer did not verify the calibration using quality control fluids. Calibration parameters and calibration results were acceptable following recalibration. The root cause of the event is user error in not verifying the accuracy of the calibration using qc fluids.